Manufacturer narrative:
(B)(4). Batch # m53e3l. Result: the analysis results found that the tl60 device was received in good visual conditions and with a reload not properly loaded in the device. The reload was received fully loaded with all staples protruding. The device was tested with a test reload, and it cycled, fired and formed all the staples as intended. The cartridge was loaded into the device without difficulties during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colostomy takedown procedure, the surgeon said that he could not get the reload to seat. Another like device was used to complete the procedure. There were no adverse consequences for the patient.